Event description:
Drive devilbiss healthcare was notified of an incident involving a rollator by a lawyer, who stated that the end user "went to sit on the unit" and "the seat broke," reportedly causing her to fall "to the floor and hit her bottom," resulting in a fractured pelvis. Drive is currently investigating the incident, including attempting to retrieve the product and inspect it, and will file an update if additional information becomes available.